Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal repair, when the surgeon fired the ar-4501, the second implant would not deploy out of the cannula. All fragments were removed and the case was completed by using another ar-4501 without further issue.